Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured. The customer's weight was not provided.

Event description:
An advocate called on behalf of their grandfather to report that he obtained a blood glucose reading of 156 mg/dl at 4:31 p.m. With the contour next ez meter. The customer was experiencing symptoms of hypoglycemia such as dizziness, and later passed out. The advocate called emergency medical technicians who performed a blood glucose test with their meter and obtained a reading of 60 mg/dl. The customer was given intravenous glucose solution and 30 minutes later the customer recovered well. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.